Event description:
A dreamstation auto CPAP device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was evaluated. The device's downloaded logs were reviewed by the service center. There was no error code found. In addition, there were dust/dirt/calcium residue found inside the device as contamination findings. Upon further evaluation, visible foam particles were observed. In conclusion, the customer's complaint was confirmed. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.